Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The patient had a low ejection fraction and prior to having the procedure an impella device was placed. Additionally, the patient had triple vessel disease complicated by extreme calcification and was considered to be a high risk patient. Coronary intervention was performed without issue; however, at the end of the procedure the patient was observed to be declining and upon investigation a perforation was observed below the introducer sheath which was evidenced by extreme blood loss at the access site and a massive hematoma. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced for treatment of the perforation; however, it would not cross to the location of the perforation. A non-abbott stent was advanced and deployed successfully; however, due to the extreme blood loss at the access site, the patient died. It was stated that the patient death was due to the extreme loss of blood which had occurred prior to advancement of the graftmaster sds in the patient. No additional information was provided.